Event description:
It was reported that the pump displayed a cartridge change error, leading to the customer's blood glucose level exceeding 500 mg/dl, though the specific value was unknown and displayed as "high." The customer addressed the high blood glucose by administering a correction injection manually. Technical support instructed the customer to inspect and clean the pump's components, but initial attempts to load the cartridge were unsuccessful. Eventually, with continued assistance, the customer successfully loaded the cartridge on the pump, and no further action was required.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump, and the customer weas ultimately able to load a new cartridge on the pump and resume insulin successfully. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address the elevated bg.